Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). See associated medwatch: 1221934-2017-50066.

Event description:
It was reported that dr xxxxxx at advocate (B)(6) hospital performed a acl reconstruction surgery and was fixating the tibial side with mitek biointrafix. It was a size 9mm graft along with a 9mm tunnel so a large sheath and a 7-9mm screw were used. Upon insertion of the large sheath, the sheath cracked upon insertion into the tunnel. A second large sheath was then opened and he re-trialed the tibial tunnel with our large bio intrafix t-handle trial and inserted the sheath again. This time the sheath was fixated however as he putting in the screw into the sheath, the sheath cracked once again only on 1/4 of the sheath. He continued to insert the screw and the sheath and screw were both implanted an fixated. I recommended opening another sheath and screw however dr xxxxxx like the fixation. As he was cleaning up the outside of the tunnel another portion of the sheath came off. The graft was still fixated and the remaining sheath, and screw were left in the patient. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - incomplete the expiration date is currently unavailable. See associated medwatch: 1221934-2017-50066.

Event description:
It was reported that dr xxxxxx at (B)(6) hospital performed a acl reconstruction surgery and was fixating the tibial side with mitek biointrafix. It was a size 9mm graft along with a 9mm tunnel so a large sheath and a 7-9mm screw were used. Upon insertion of the large sheath, the sheath cracked upon insertion into the tunnel. A second large sheath was then opened and he re-trialed the tibial tunnel with our large bio intrafix t-handle trial and inserted the sheath again. This time the sheath was fixated however as he was putting in the screw into the sheath, the sheath cracked once again only on 1/4 of the sheath. He continued to insert the screw and the sheath and screw were both implanted an fixated. I recommended opening another sheath and screw however dr xxxxxx like the fixation. As he was cleaning up the outside of the tunnel another portion of the sheath came off. The graft was still fixated and the remaining sheath, and screw were left in the patient. There were no patient consequences. This is report 2 of 2 for complaint (B)(4).